Event description:
Customer's wife called regarding the field notification letter regarding the drive support cap. Caller stated that customer noticed that the drive support cap was pushed out and he pushed it back in. Customer was experiencing under delivery of insulin. Advised to discontinue use of the insulin pump. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The bolus anomaly was noted. Unable to verify bolus anomaly. The insulin pump was programmed for one day an monitored. No unexpected bolus delivery anomaly. No bolus anomaly noted. The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump passed displacement test. The insulin pump had cracked battery tube threads.